Event description:
Healthcare professional reported "patient had us showing hematoma around implant & rupture". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and hematoma.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Hematoma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "patient had us showing hematoma around implant & rupture". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. Hematoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "patient had us showing hematoma around implant & rupture". This record is for the left side. The device was explanted and replaced.